Event description:
It was reported that when using the bd pyxis¿ es server, error device not communicating and error processing request user cache not set up were received when opening the health sight viewer to view details. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no error was received when opening the health sight viewer. A technical support specialist (tss) mentioned that the user reported an error when logging into health sight viewer. After checking, no error was found. The customer confirmed the issue is resolved and requested to close the case. The system functioned after the technical support specialist investigate the device.